Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the insulin pump and transmitter, a flashing medtronic logo, pump error 35 alarm (a broken force sensor was detected during seating or regular delivery). The customer also reported failed sensors. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7040a, mmt-1884, mmt-7841zn. Troubleshooting was partially performed for loss of communication as the customer declined further troubleshooting. Troubleshooting was performed for the pump error alarm and the customer was unable to clear the alarm. Troubleshooting was performed for the flashing medtronic logo and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for mmt-7040a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-7841zn.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self-test or verify no communication-between pump & xmtr, pump error 35 and download file history due to flashing medtronic logo. Pump was cut open to perform visual inspection and found no moisture damage on the electronic assembly. Swapping out test boards confirms flashing medtronic logo is isolated to pcba2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked keypad overlay, cracked case (battery tube). Unable to verify no communication-between pump & xmtr, pump error 35 and download file history due to flashing medtronic logo. Flashing medtronic logo is isolated to pcba2 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.